Event description:
The patient lost over a liter of blood due to the initial cutdown. The clinician inadvertently cut a branch vessel arcing out of the external artery requiring suture repair. Control of the artery was achieved and the excluder bifurcated endoprosthesis was delivered and deployed without further incident. This event was related to vascular access only.